Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed and on site investigation. The analog and relay pcb assemblies were evaluated and replaced. The system was tested, found to be working as intended and put back into service.